Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the emergency room after receiving several shocks while working. Interrogation of the s-ICD revealed that the s-ICD had delivered five inappropriate shocks due to t-wave oversensing while the patient was in sinus tachycardia. The patient had been working in the hot sun without proper hydration when the episode occurred. The therapy zones were reprogrammed. The patient experienced pain due to the shocks but no adverse effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for review. The ts consultant agreed with the physician's analysis of the episode and the programming changes. The s-ICD remains implanted and in service.